Event description:
Device report from synthes europe reports an event in (B)(6) as follows it was reported that the patient had skin and pain around the plate, right leg was affected, implant was removed. This report is 2 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Exact date of event reported as unknown. This report is for one unknown screw/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.